Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7.1 did not open smoothly due to a cage bearing from drawer 7.2 pressing against the boards. A field service engineer (fse) removed the cage bearing and unplugged the drawers to prevent access. Then, the fse removed and replaced the damaged half height smart drawer 7.1/2. The fse moved all pockets to the replacement drawer, then reinstalled and reconfigured it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 7.1 was not closing completely. The customer stated that this malfunction caused a delay to the patient care and occurred while dispensing medication to the patient. The nurse managed to get medication from another station. There were no adverse events or injuries reported based on this event.